Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, the clinical sales associate (csa) called the technical service engineer (tse) and stated that there was a 32098 error on arm 3. The customer had received the error multiple times during the case. The customer disabled arm 3 and continued as a 3-arm system. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Based on the claim against the product, an investigation is in progress to determine the cause of this reported event. The field service engineer (fse) contacted the customer and confirmed the reported issue. The fse replaced universal surgeon manipulator (usm) to resolve the issue. The system was verified and ready to use. Intuitive surgical, inc. (Isi) has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) to perform failure analysis. The usm was analyzed, and the reported failure was confirmed, but not replicated in-house. The usm was tested on an in-house system in normal mode where it passed. The usm was also tested on a patient side cart fixture test platform (pftp) where it passed the direction and movement test, all sensor related tests, and the sine cycle and strength test. As a precaution the axes controller motor (acm) board, insertion stator, parallelogram, and axes controller spar (acs) printed circuit assembly (pca) would be replaced.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the event was confirmed to have taken place on (B)(6) 2023 during a left robotic assisted laparoscopic pyeloplasty with cystoscopy. The procedure was completed robotically with no injury to the patient.

Event description:
Refer to h10/h11 for follow-up information.